Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that ¿last week¿ the stimulation ¿turned off¿ unprompted while the patient was in her recliner and ¿turned on again¿ without any movement. The reporter asked about possible causes. It was reviewed with the reporter that the change may have been positional. The reporter stated she changed the patient¿s transition zone settings on the date of report. It was noted that the event was unresolved and was a onetime event as of the date of report. It was later reported that the impedances were checked and all were within a normal range. It was noted that it could not be determined if the event was device related. It was also noted that the patient was doing fine as of (B)(6) 2014. There was no additional information or course of action as of (B)(6) 2014.